Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to fire device due to a defective button. Could not test to see if the lancet retracted.

Event description:
Caller reported compact plus system blood glucose results of hi, which on the system indicates a result in excess of 600 mg/dl, and 57 mg/dl within 10 minutes. Customer had made a peanut butter and jello sandwich for his wife. Wife feels he might not have clean his hand completely after making her the sandwich. Reported no adverse event. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged the needle from the multiclix lancet device protrudes outside the end of the cap. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device.